Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/26/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/07/2014 with the following findings: there were no power reset events recorded in the black box to support the time and date resets. The pump was exercised for 24 hours, the battery was removed for 23 hours and the time and date reset to default. The pump was opened to investigate and an internal clock battery malfunction was observed to have occurred. Unrelated to the time/date issue, the pump booted to the verify screen with dim pink contrast.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time and date reset) issue. The reporter stated that after a call service alarm, the pump date was correct but that the time was off by one hour. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.